Manufacturer narrative:
The following additional issues were observed during the device evaluation: the distal end of the device was missing forceps elevator adhesive around the forceps cover and scratches were found on the pink probe, (b.) The bending section cover, or distal sheath had a crack in the glue, (c.) The light guide lens had peeling in the cement, (d.) The foreign object blocked the inside of the channel preventing the suction flow, and suction balloon (e.) The insertion tube had minor surface scratches, (f.) And the light guide tube had minor surface scratches. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that during an unspecified procedure, a stent was stuck in the evis exera ii ultrasound gastrovideoscope. There was no report of patient or user injury due to the event. The subject device was received for evaluation. During inspection and testing, the reported issue was confirmed, and it was observed that there was no brush passage in the instrument channel due to a foreign object in the channel. This report is being submitted for the malfunction found during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.